Event description:
Reportedly, during pt use, the ventilator alarmed with 'high fio2' error message. Calibrating the o2 sensor could not solve the issue. Replacing the o2 sensor solved the issue. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.